Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance and t- wave oversensing were observed during follow-up. The lead was capped and a new competitive lead was implanted. The patient's condition during and post procedure was stable.